Manufacturer narrative:
Product analysis: no product was returned.  Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vulvoplasty (bav) was performed using a non-medtronic balloon. During the bav, the native valve annulus was ruptured, but it was not noted and the valve was implanted. A thoracotomy was performed, the valve was explanted, and a surgical valve (manufacturer unknown) was implanted. No additional adverse patient effects were reported.